Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the loading unit did not appear to have protruding staples, the trigger was actuated to the clamped position. The loading unit jaws were open, articulated, clamped but would not stay clamped. The articulation lever was noted as articulated and the trigger was fully extended. The trigger was actuated multiple times and was released and moved to the middle position. The articulation lever of the handle was moved to the neutral position. The loading unit was clamped onto tissue while the green button was in the middle position, the retraction knobs were pulled, the trigger was actuated with the retraction knobs advanced slightly then the green button was pressed. It was reported that the staples did not form as expected, the device was difficult to load and unload and the device initially fires, but failed to complete the firing cycle. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Oncomitant prod: egiauxl (egiauxl endogia ultra univ xl stapler, lot number: p2f0331). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a  laparoscopic gastric gastroplasty, during stapling, the staples that was set in half did not form the "b" shape. The staple line was distally incomplete. Visually, the handle of the device binds. To resolve the issue, a forty five millimeter reload (45mm) was used. Ten days after the procedure, the patient had an intestinal fistula due to the staples that did not close. Surgical procedure was needed for the treatment.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, street 2, MFR city, country code and email). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic gastric gastroplasty, during stapling, there was difficulty loading the reload to the handle. The staples that was set in half did not form the "b" shape. Additionally, the device stopped firing. Visually, the handle of the device binds. The reload was also difficult to unload to the device. To resolve the issue, a forty five millimeter reload (45mm) was used. Ten days after the procedure, the patient had an intestinal fistula due to the staples that did not close. Surgical procedure was needed for the treatment.